Manufacturer narrative:
Concomitant products: product ID: 3550-p4, lot# n332883, implanted: (B)(6) 2012, product type: accessory. Product ID: 3 9286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 355531, lot# n334402, implanted: (B)(6) 2012, product type: screening device . Product ID: 3550-39, lot# n337016, implanted: (B)(6) 2012, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 8591-38, lot# d25456, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
The health care provider (hcp) reported the patient's stimulation was not on and the patient needed to be reprogrammed. The hcp had no further information. The indication for use was spinal pain. The patient later reported a shocking sensation. There were no falls or trauma reported. The patient had an x-ray that could be related to issue. The programmer showed the stimulation was off as the patient turned it off a while ago because of the zapping. The patient didn't feel zapping when the stimulation was low but got zapping in neck when the stimulation is turned up to the needed level. Stimulation was turned on but the reported issue didn't resolve. The patient knowingly had stimulation off per shocking. The patient was in contact with a representative regarding the shocking. The rep was out of town now and the hcp couldn't get a hold of the rep. If additional information is received, a follow up report will be sent.